Manufacturer narrative:
(B)(4).

Event description:
The customer reported that prior to use, the inflation line had a trace where had it had been folded. The cuff didn't inflate well. There was no patient involvement.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed,